Manufacturer narrative:
Evaluation summary: the returned device was found fully clip deployed, the external components were in the expected post deployed positions with the exception of the vessel locator wings which were prolapsed at the distal end of the tube set. After opening the device, the vessel locator wings were found to be bent. Damaged vessel locator wings could create the stuck device condition experienced. The root cause for the damaged wings is undetermined. The pusher body to nylon bond was broken with adhesive present. It is unknown if the broken bond occurred as a result of the stresses of the stuck device or if it was a contributing factor to the event. Review of the lot history record (lhr) did not produce any findings relevant to this report.

Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device completed arteriotomy closure after an unspecified procedure. The device reportedly got stuck in the artery and it was removed with some difficulty. Hemostasis was achieved with the starclose clip. The physician stated that the vessel locator wings did not close as expected because they were found to be bent. There were no reported adverse pt sequelae. Though requested, no add'l info was available.